Event description:
Patient admitted with left middle cerebral artery infarct. Due to the severity of this infarct and without interventional treatment, prognosis was extremely grave. Patient was in the interventional radiology department for an arterial angiogram to retrieve the clot. During the procedure, the merci clot retrieval device broke off inside the left middle cerebral artery. Attempts to retrieve the device resulted in rupture of the left middle cerebral artery. Because of the angiographic severity of the vessel rupture, no further intervention was done. Patient died a few hours later.